Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06687 . It was reported that the patient presented remotely with post-paced t-wave oversensing. A chest x-ray revealed that the right and left ventricular leads were close to each other, which was believed to be the cause of the oversensing. Programming changes were made. The patient was stable.